Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our MFR accordingly. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection. Hence this complaint is not assessable. If the sample or pertinent info becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): very low flow, instead of half an hour infusion it took about one and half hours. Filled with teicoplanin.